Event description:
It was reported that the remaining estimated longevity of this implantable cardiac resynchronization therapy defibrillator (crt-d) device decreased to 1.5 years since implantation a month ago. The percentage of battery consumption was reported to be of 592%. A request was made to have data from this device analyzed. Device replacement or monitoring was recommended. This device remains in service. The physician decided to reprogram device settings. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that the remaining estimated longevity of this implantable cardiac resynchronization therapy defibrillator (crt-d) device decreased to 1.5 years since implantation a month ago. The percentage of battery consumption was reported to be of 592%. A request was made to have data from this device analyzed. Device replacement or monitoring was recommended. This device remains in service. The physician decided to reprogram device settings. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the remaining estimated longevity of this implantable cardiac resynchronization therapy defibrillator (crt-d) device decreased to 1.5 years since implantation a month ago. The percentage of battery consumption was reported to be of 592%. A request was made to have data from this device analyzed. Device replacement or monitoring was recommended. This device remains in service. The physician decided to reprogram device settings. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was subsequently returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. The device has not been received for analysis. If there is any further relevant information, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the remaining estimated longevity of this implantable cardiac resynchronization therapy defibrillator (crt-d) device decreased to 1.5 years since implantation a month ago. The percentage of battery consumption was reported to be of 592%. A request was made to have data from this device analyzed. Device replacement or monitoring was recommended. This device remains in service. The physician decided to reprogram device settings. No adverse patient effects were reported.